Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a thyroid stimulating hormone (tsh) result, elevated above the normal reference range, generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the physician as the result was not matching the patient's clinical presentation. Subsequent testing after treating the sample with a heterophile blocking tube (hbt) produced a result within the normal reference range. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.

Manufacturer narrative:
Qc was within the established ranges. Service was not dispatched for this event. The customer was not questioning instrument performance. Due to belated reporting of this event to bci, no patient sample is available for investigation. Although patient source interferent is considered the likely root cause, a definitive root cause for this event has not been determined to date.